Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 1950 was used based on age of patient.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient with a bilumen central venous catheter, through the proximal route, leakage of the medication is observed between the connection of the connector and the infusion set, it is verified that the medical devices are well secured, as it continues to filter, the infusion set is changed, but no improvement is obtained, so the connector is changed where it stops.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 1950 was used based on age of patient.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient with a bilumen central venous catheter, through the proximal route, leakage of the medication is observed between the connection of the connector and the infusion set, it is verified that the medical devices are well secured, as it continues to filter, the infusion set is changed, but no improvement is obtained, so the connector is changed where it stops.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient with a bilumen central venous catheter, through the proximal route, leakage of the medication is observed between the connection of the connector and the infusion set, it is verified that the medical devices are well secured, as it continues to filter, the infusion set is changed, but no improvement is obtained, so the connector is changed where it stops.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed fluid present on the outside of the connection. The reported issue of leakage was confirmed. Leakage to the q-syte device may occur due to damage to the septum, q-syte body, or an insecure connection. There was no damage to the q-syte device that would result in leakage observed in the photos. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.